Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involves a lc pca refurb 802.11 abg that the customer reported the device had a problem infusing different amounts. The device was set up to infuse 2 ml of dilaudid but infused 7 ml. There was no patient involvement, no adverse event or patient harm, and no delay in therapy.

Manufacturer narrative:
Additional information found in section b3, b5, and d11. H10: the device was received for an evaluation on november 24, 2020 and an analysis from event log was pulled from the pump. The beginning of the log started on (B)(6) 2020, and ended on (B)(6) 2020. Analysis from the log shows what that the device was setup on (B)(6) 2020 at 21:39 with hydromorphone 1 mg/ml ¿ pca mode with a dose of 0.2 mg. The device delivered 9 complete doses o 0.2 mg by 10:54 on (B)(6) 2020. At 11:41 the device started a dosage of 0.2 mg and device alarmed occlusion and stopped the pca delivery. Ending the delivery at 0.1 mg instead of 0.2 mg. First tested device by running accuracy test according to tsm. Ran accuracy test twice and got passing results of 19.5 ml and 20 ml. Device is functioning normally. Upon visual inspection device is in good shape and no problems found. Could not confirm complaint or find any issues with device. Upon reviewing the pump history the pump has delivered as programed.

Event description:
Additional information received from the customer. The customer added that when the nurse checked the patient, the pump showed a dose of 0.7mg had infused instead of the intended 0.2mg. The customer did not know when the vial had been initiated or if any loading dose had been given. At some unspecified time, the pump was programmed in the pca mode with a dose of 0.2mg, a lockout of 10 minutes, and a 4-hour limit of 4mg. It was unknown how much medication was left in the vial when the issue was noted. The pump was replaced and therapy continued. No problem was reported with the patient pendant. There were no reported adverse effects to the patient and no medical interventions required.